Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported phenomenon was communication failure due to unexpected stress on the cable, caused by user handling. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable"

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a shortage in a cable due to kinks observed in the cable, likely occurring as a result of user handling.

Event description:
A user facility reported to olympus that the image was black and white with lines throughout the image. The problem, as reported to olympus, occurred during a therapeutic procedure. The intended procedure is unknown. There was no patient injury or harm, associated with the problem, reported to olympus.